Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient did not know if it was working, and they were having pain near the ins site. The patient stated that they have not programmed it for a good while and that they have experienced the pain on and off. Troubleshooting was unable to be performed as patient stated that they did not have a patient programmer with them on the call. The patient was redirected to their healthcare provider to further address the issue. The patient called back on (B)(6) 2021 with their programmer and they stated that they would like assistance with seeing if it was working. The patient stated that they were having a lot of pain on the left side from their waist down to their toes. The patient noted that they were scheduled for a bone density test the next day (not alleged to be related to the device/therapy.) Patient services reviewed with the patient how to sync with the implant and the patient was able to confirm that the stimulation was on program 1 at 1.40v. The patient inquired if the pain down the left side, which had started last week, could be related to the stimulation? Patient services reviewed that the patient could consider turning the stimulation off and monitoring their pain. Patient services also recommended that the patient speak to a health care professional (hcp) about this.  The patient also requested hcp listings and patient services sent the listing to the patient. No further complications were reported at this time.